Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving multiple power error alarms on the insulin pump. The customer¿s blood glucose level was 89 mg/dl. The customer stated they had a power error alarm 4 times. The customer stated the alarm occurred immediately after a battery change. Troubleshooting was performed. The customer was assisted with clearing the alarm. The customer also had two different pump error alarms. They programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The self-test was performed. The customer received a pump error alarm indicating that the power supply test failed during the self-test. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with high sleep current and alarmed pump error during self test followed by pump error due to resistance issue at j6 connector. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error were noted. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The motor was tested outside the device and passed. Unit received with minor scratched display window, case and keypad overlay.